Event description:
Reportedly, a patient received a burn while having a MRI scan. The scan that was done had both a spine coil and flex m coil in the magnet at the same time. The burn was in the area of a tattoo on the patient's left forearm. The burn subsequently blistered and popped the next day. The patient was referred to their doctor for follow-up examination and treatment.